Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on the right ventricular (rv) lead channel, leading to inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted, and upon review it appear that at higher rates, the intrinsic morphology changes, causing the device to oversense the intrinsic activity. Ts advised on performing further in office evaluation of the system. No adverse patient effects were reported. This device remains in service

Manufacturer narrative:
Supplemental report is being submitted to update complaint summary with outcome of further medical evaluation of this case. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on the right ventricular (rv) lead channel, leading to inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted, and upon review it appears that at higher rates, the intrinsic morphology changes, causing the device to oversense the intrinsic activity. Ts advised on performing further in office evaluation of the system. No adverse patient effects were reported. This device remains in service. Additional information was received. After further investigation, it was found that inappropriate therapy delivery was related to unsuitable device programming. Subsequently, rate smoothing feature was disabled, and reprogramming of therapy settings was performed.